Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5088480. It was reported that a female patient underwent an unspecified breast surgery with an unknown mentor saline breast implant and experienced unexplained systemic symptoms, including chronic fatigue, severe esophagitis, debilitating anxiety, food allergies, dermographia, several autoimmune disease, breast pain, heavy metal toxicity, chronic upper respiratory infections, migraines, and chronic yeast infections. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2017. This medwatch report is for the left-sided implant.